Event description:
Product was used to close a vertical laceration through the eyebrow of a child of unknown age or gender. The attending attempted to apply the device, however, it was stated the device initially did not express through the tip, this was followed by the expression of a "large quantity." Even though a gauze pad was used to protect the eye, a droplet fell to the corner of the eye and immediately bonded the lashes/eyelid. Surclense was used on a pad to wipe away any excess followed by neosporin ointment and warm compresses for about one hour. Pt was discharged with vaseline and a eye patch to maintain vaseline in contact with the device. As of june 15th, the lashes were free from the skin but were still bonded together. There is no complaint of pain or discomfort. Four days later, the eye was still not fully opened, the pt saw ophthalmologist for exam. The pt's current condition is unknown. Product was not returned for eval.

Manufacturer narrative:
The event description does not suggest that the functional performance of the device was out of specification. The circumstances of this event indicate that user error caused the event. The directions for use provided with the device in the package insert indicate that the adhesive must be applied gradually in layers and provides instructions on the positioning of the wound to avoid flow to unintended areas. The package insert warns that the product is a fast setting adhesive and includes additional precautions to avoid unintended bonding in the area of the eye. Non-clinical eye irritation studies included in the approved PMA for this device conclude that the application of the adhesive to the eye results in no permanent damage, but can product a mild irritation to the conjunctiva.